Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced 8 infusion set fell off during use events on 16-mar-2024. The events occurred within few hours of insertion. The blood glucose level was 342 mg/dl. At the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.